Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2025).

Event description:
It was reported that during an angioplasty procedure via subclavian vein, the balloon allegedly separated upon removing from the sheath. It was further reported that the detached balloon was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded with an unknown sheath and guide wire was returned for evaluation. During the visual evaluation, it was noted the balloon had detached from the proximal end of the catheter, in which the inner guide wire lumen was left exposed. The distal end of the balloon was noted to prolapse. No other anomalies were noted. On the functional testing, the returned sheath was removed from the balloon and it was noted the balloon had broken at the proximal glue joint but was still intact at the distal end of the inner guide wire lumen. No further testing was performed due to the condition of the device. Therefore, the investigation for the reported balloon detachment was unconfirmed as no evidence of balloon detachment was noted on the returned device. The balloon was broken at the proximal bond joint but was still intact at the distal end of the inner guide wire lumen. The investigation was confirmed to have identified the break as the balloon's bond joint broke from the proximal glue joint of the catheter, but still attached to the distal end of the inner guide lumen. The investigation was also confirmed to be difficult to remove as the balloon was loaded within the sheath and returned for evaluation. A definitive root cause for the reported detachment, identified break and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025), g3, h6(device, method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via subclavian vein, the balloon allegedly separated upon removing from the sheath. It was further reported that the detached balloon was removed from the patient. There was no reported patient injury.